Event description:
This report is capturing the right atrial tear that occurred during the procedure. A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to non function and upgrade. Spectranetics devices in use: glidelight, tightrail, lead locking devices (lld). With use of the tightrail device and an lld in the lead, attempt was made to remove the ra lead. It was reported that the leads had been implanted for 336 months in this (B)(6) patient. During this attempt, a right atrial tear was discovered. Rescue efforts commenced immediately, including sternotomy. The repair was successful and the patient survived the procedure. The rv lead (along with the lld in the lead) was cut, capped and left in the patient because it seemed to be too adherent to the heart and didn''t want to do any additional harm (please refer to MDR 1721279-2019-00083 which captures the lld cut and capped within the rv lead).